Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device 237030m5, genesys matryx interference screw, was being used on (B)(6) 2026 during an mcl reconstruction and ¿the equipment contained an expired item that escaped our vigilance and was placed with the patient.¿ there was no impact or injury to the patient. Per further assessment it was reported the expiration was noticed the 'day after in the pharmacy department'. The packaging was not verified before implantation. The patient is experiencing no problems. There was no medical treatment/extended hospitalization for the patient. The doctor is planning on leaving the implant in. This report is being raised due to the reported injury of implantation of expired device.